Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 565 mg/dl at the time of incident. The customer gave positive test for ketone. The customer called in to report that he was having a problem with his insulin pump as it appears to only be on the home screen but was not responding whenever he press any button. The menu and esc buttons were not working. The time clock was advances. The insulin pump will be returned for analysis.